Manufacturer narrative:
Continuation of d10: product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2013; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) via an implantable pump for intractable spasticity. It was reported that the patient had an abdominal wall infection. The healthcare provider (hcp) elected to wash out pump pocket and place a tyrx. The issue is resolved.